Event description:
A malfunction alarm was reported, indicated by malf code 12. The issue caused the customer's blood glucose level to be displayed as "high," exceeding 500 mg/dl, which is out of the normal range. To address the high blood glucose level, the customer administered a correction injection via manual daily injections (mdi). Technical support provided information on resetting the pump, and after resetting, the malfunction code did not recur, allowing the customer to continue using the pump. No additional information was received regarding assistance from third parties.